Manufacturer narrative:
Article citation: messa, charles a, and charles a messa. ¿one-stage augmentation mastopexy: a retrospective ten-year review of 2,183 consecutive procedures.¿ aesthetic surgery journal, 2019, doi:10.1093/asj/sjz143. The events of infection, rupture, and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to infection, rupture, and capsular contracture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Reviewed and attached journal article "one-stage augmentation mastopexy: a retrospective ten-year review of 2,183 consecutive procedures." Per the journal article the events of "wound healing, loss of nipple or areolar sensation, infection, partial necrosis, implant malposition, hematoma, rupture, cellulitis, and implant palpability" and "capsular contracture," baker grade iii or IV" were reported against an allergan style 15 breast implant. Device status and affected sides are unknown.